Event description:
Cartridge alarm 30 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer experienced multiple cartridge alarm 30s and, as a corrective action, cts confirmed cartridge changes and decided to replace the pump. They provided the customer with instructions for storing and returning the problematic pump and advised on steps to follow upon receiving the replacement, which included updated software. The customer was informed to use multiple daily injections (mdi) as backup therapy and acknowledged all instructions.